Event description:
It was reported to covidien on (B)(6) 2014 that a customer had a non-specific issue with an scd controller. The unit was returned to a local covidien service center and a service technician found that the power cord was brunt through the outer jacket.

Manufacturer narrative:
Submit date: 08/27/2014. An investigation is currently underway. Upon completion, the results will be forwarded.